Event description:
A physician reported to baxter a connection issue found with a transfer set during use. The patient connector was not connected with the titanium adapter when the customer changed the transfer set. The customer reported that the connection of both connectors came back (became loose) when the patient tightened the connector. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed; however, no root cause could be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.